Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient stated they have had trouble charging for the last year and a half to 2 years. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was having difficulty charging. The rep stated it was taking the patient a very long time to charge the battery. They reported the cause of the issue was unknown. They stated that the impedance check showed to be okay. The rep reported that the patient¿s battery was nearing the end of it¿s life and the patient wanted to have it replaced with the intellis system because of ease of charging. No symptoms were reported. No further complications were reported.